Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. (B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 26 mm sapien 3 valve by ta approach in the aortic position, the certitude delivery system was easily inserted into the sheath. The system was torqued after exiting the sheath as the guidewire had lost support. When the delivery system with the valve was in the ventricle, it was noticed that the valve was no longer centered on the balloon, having moved 1 cm towards the tip of the delivery system. The decision was made to deploy the valve, but the balloon inflated on the ventricular side but not the aortic. After a few seconds, the valve embolized towards the abdominal aorta (under renal arteries) where it was fixed. A second valve was crimped on a new delivery system and the procedure was able to be successfully completed. The patient was extubated and transferred to ICU. As per medical opinion, the valve could have moved at the exit of the sheath due to a kinking of the amplatz guidewire in the left ventricle.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00507. The delivery system was not returned to edwards lifesciences for evaluation. Additionally, no imagery was provided for the complaint. A DHR review of the most relevant work orders for the reported complaint were reviewed and did not reveal any issues that would have contributed to the complaint event. A lot history review for the work order was performed and revealed no other complaint related to ¿delivery system ¿ valve movement on balloon¿. Complaint history review revealed that the occurrence rate for the trend category valve movement on balloon did not exceed the january 2018 control limits for this trend category. No IFU/training deficiencies were identified. Inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A definite root cause for the observed issue was unable to be determined, however, upon reviewing applicable risk management documentation, the following potentially relevant line items were identified: per afmea38278 rev. F, incorrect original crimp location or thv moved during post crimp insertion into loader (thv off balloon working length) - thv migrates/embolizes after deployment to ventricle or aorta; potential harm: thv implanted in non-target location, severity: 3.  Failure mode: excessive force applied to push thv out of the sheath- thv moves off working length- thv migrates/embolizes after deployment to ventricle or aorta; potential harm: thv implanted in non-target location,  severity: 3 due to the device not being returned and relevant procedural imagery not being provided, the complaint for delivery system - valve movement on balloon was unable to be confirmed. As stated in the case notes, the patient had severe calcification and moderate tortuosity. Furthermore, the delivery system was described to have been torqued after exiting the sheath because the guidewire had lost position. The patient anatomy, complications with guidewire positioning, and potential interaction with the esheath tip may have contributed to the thv moving on the inflation balloon and may have caused the subsequent complications reported in the complaint description. Available information suggests that patient and/or procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no product non-conformances were identified in the product evaluation and the failure modes do not exceed the complaint trending control limits, a pra is not required.